Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the device shut down without warning while in use on a patient, and displayed 35 v supply failed reference failure. There was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.